Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led a photographic evaluation of a device. The photo depicts the catheter in a bag. It shows signs of use. The cannula is severed into two pieces. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the devices and the reported incident. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition of catheter breaks was confirmed. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was broken during the procedure. The surgeon removed and replaced the catheter to complete the procedure. It was stated that the catheter was not repaired, there was no leak, tego was not utilized, there was no luer adapter issue and the insertion was not treated prior to product placement. There was no patient injury.

Event description:
According to the reporter, the catheter was broken during the procedure. It was stated that the catheter was not repaired, there was no leak, tego was not utilized, there was no luer adapter issue and the insertion was not treated prior to product placement. There was nothing unusual observed on the device prior to use and no other visible defect or damage noted. The catheter was flushed prior to use. The surgeon removed and replaced the catheter to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the cannula of the catheter was cut in two pieces. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cannula being cut in two pieces of the catheter may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.